Event description:
Caller states the patient tested 6.0 inr on the coaguchek system and 2.7 inr on a comparison lab. Coumadin was held for one day, however no adverse event reported. Requested return of suspect system and replacement was sent.